Event description:
A consumer reports that she had essure inserted in (B)(6) 2007 and started experiencing a period that "lasted for a year". After that, she presented with pelvic pain from then on. She reports taking "narco 10 mg" q4h for pain. In (B)(6) 2013, she experienced severe abdominal pain that felt like stabbing, poking inside her pelvic region. Essure was removed on (B)(6) 2014 at the same time as a hysterosalpingectomy. Reportedly, 99% of her symptoms went away after removal of essure. (Note - report was also received from FDA on the same day as the consumer reported to (B)(4)).

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.